Event description:
Related manufacturer reference number: 2017865-2022-08016. It was reported that the pacemaker exhibited high capture threshold, and the right atrial (ra) lead exhibited a failure to sense, and a failure to capture. Upon an x-ray, it was observed that the ra lead was dislodged. The pacemaker was explanted and replaced, and the ra lead was repositioned. During the procedure, it was observed that the pacemaker exhibited a failure to disconnect the ra lead from its header. Force was applied to the header, and the ra lead was successfully disconnected, and then connected into the new pacemaker. There were no patient consequences.